Event description:
It was reported that a home patient experienced a small crack in the minicap that extended up to the first thread of the cap coincident with peritoneal dialysis therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2014, the patient experienced a cracked minicap coincident with peritoneal dialysis therapy. The device was manufactured on an unspecified date between 14 jul 2014 and 18 nov 2014. A review of all batch record documents was performed for associated lot number gd897355 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The companion sample was received for evaluation. During visual inspection, no issues were found. The returned sample was underwater pressure tested and no functional issues were detected. As a result, the evaluation could not verify the reported problem. Should additional relevant information become available, a supplemental report will be submitted.